Event description:
The service report shows the customer reported the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury related to this event. The nellcor puritan bennett customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the ai and the bdu pcb. The unit passed extended self testing.